Manufacturer narrative:
Corrected data: report subtype was inadvertently entered incorrectly in initial report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-05821.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-05821. It was reported that the patient was experiencing discomforting unintended sensations in her chest and stomach. As a result, the patient may undergo surgical intervention at a later date.